Event description:
It was reported that high impedance was obtained on device diagnostics. X-rays were taken and sent to manufacturer for analysis. No obvious lead discontinuities were identified; however, due to the quality of the chest x-rays no gross lead discontinuities were identified. It was noted that there was a suspect area at the lead wires at the connector pin. No patient manipulation or trauma occurred that could have caused or contributed to the high impedance. It was later found that the high impedance was resolved on 11/16/2013. Surgery is likely, but has not been performed to date.

Event description:
Additional information was received stating that the vns patient underwent surgery to replace his generator and lead on (B)(6) 2013. A lead fracture was not observed during the replacement procedure. The explanted products will not be provided to the manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.